Manufacturer narrative:
Date of event was approximated to (B)(6) 2013 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
As reported by the patient's attorney, an advantage sling was implanted on (B)(6) 2013. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6). Block h2: a2 (date of birth), b2 (outcomes attrib to adv event), b3 (date of event), b5 (additional information), e1 (initial reporter facility name) and h6 (patient codes). Block h6: patient codes 1750 and 3191 capture the reportable events of extrusion and revision surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
As reported by the patient's attorney, an advantage sling was implanted on (B)(6), 2013. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. ***additional information received on (B)(6), 2020*** it was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2013. As reported by the patient's attorney, the patient underwent a revision procedure of the bsc sling on (B)(6), 2017 due to erosion of the vagina from previous transvaginal tape.